Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/16/2025, a sales representative reported via (B)(4) that an abs-10060r angel centrifuge has continued to give trouble and malfunction with multiple errors. The most recent error is air being detected in the tubing, as well as the light sensor coming on. The issue was discovered during the case, which asked them to try refilling the machine multiple times and then emptying the blood. We tried two different angel kits, and both had the same problem of filling with air. There were no adverse effects for the patient.